Event description:
It was reported by the risk mgr from the hosp that: during the stability check of the trail prosthesis, the trial head got lost in the muscular interval. There was no possibility to find it as it can't be seen with x-rays.

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested, and if received, will be provided on a supplemental report.